Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The technician found the stem broken on the brake caster. The technician replaced the brake caster to repair the bed.